Manufacturer narrative:
The insulin pump was received with blank display due to broken trace on board. The insulin pump was unable to perform any test due to blank display. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked end cap.

Event description:
The customer reported via phone call that the insulin pump broke. The customer reported that the insulin pump had several cracks. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.